Manufacturer narrative:
A field service engineer (fse) was dispatched to to address the reported event by phone call. The customer confirmed the error over the phone by reading the error code on the printout. The customer was unable to reproduce the error after the reseating the terminals on the bottles. The customer had previously replaced the sensor lines for the bottles. The fse had the customer reseat the cables, tubing associated with the sensors, and bottles; the errors did not reoccur. No further action required by field service. The aia-360 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 01jul2018 through aware date (B)(6) 2019. There was one other similar complaint identified during the review period. The aia-360 operator's manual under section 7-1: list of error messages states the following: 2012 - air detected (diluent) description: there is no contact with the liquid after diluent suction. Troubleshooting: contact the service department. The probable cause of the reported event was due to the sensor cable to bottles needing to be reseated.

Event description:
A customer reported getting error message 2012 - air detected (diluent) on the aia-360 instrument. The customer requested service as soon as possible. The error has not been resolved with the new diluent bottle and cap. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of creatine kinase mb isoenzyme (ck-mb), and cardiac troponin I (ctnl 2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.